Manufacturer narrative:
Ous MDR - the device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temp, humidity, etc, were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Ous MDR - a rise of infectional parameters, detection of staphylococcus epidermis, transesophageal echocardiography showed 1.2 cm long echo structure around the atrial lead. This was all of the info available to us. If add'l info becomes available, this event will be updated.